Event description:
Related manufacturer reference number: 3006705815-2022-00405, 1627487-2022-00460. It was reported that patient¿s ipg was unable to go into MRI mode. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Analysis of returned device identified that this product should not have been reported on because there were no alleged deficiencies with the product there was no intervention undertaken.